Event description:
The facility reported an infusion pump with depleted battery. Information was not provided regarding whether or not the device was in patient use when the event occurred. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported.